Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow buttons were unresponsive. It was reported the issue began a week prior as intermittent responsiveness prior to total unresponsiveness. The patient went swimming with the pump but no ingress of moisture could be seen. It was alleged that the keypad was not damaged. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok, up, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.